Event description:
It has been reported to us that the physician formed the tip, inserted it into the outer sheath. Noticed on fluoro that the tip was curved. When they started to insert into the body, the tip looked broken at the 3rd electrode. Removed and replaced with another to complete the procedure. There is no report of patient injury, and the sample has been returned for our analysis.

Manufacturer narrative:
Complaint confirmed. As received, one modular electrode 20 pole catheter coiled up in a re-sterilization bag. There was no original packaging or labeling returned to verify the reported with lot number. Upon inspection of the returned sample, the partial break in the catheter was observed under magnification. The partial break was flexed open to allow an add'l photo to be taken. There was nothing remarkable about the partially broken area. The weave was observed to be intact on the inside curve of the partially broken area. The weave was observed to have separated on the outside curve of the partially broken area. There was no visible indication of any kind of cutting in the area. The partial break occurred at the point where the circuit wire was wrapped around the shaft, but the wire did not cut into the shaft. The location of the hole in the shaft through which the circuit wire exits was located approximately .008" from the edge of the electrode ring. The catheter appeared to have fractured due to flexing force. The ring electrode was slightly deformed at the point where the shaft was bent. An attempt was made to reproduce the partial break condition at another electrode ring on the complaint unit. The catheter was bent forcibly in the area of a different electrode further proximal on the shaft. The partial breakage was not able to be reproduced via that method. Additionally, in manufacturing, several scrap units were subjected to bending forces. The partial breakage was not able to be reproduced on the scrap units. As stated above, the wire did not cut into the shaft. But, based on the fact that the partial break occurred very near the point where the wire exits the shaft, additional investigation was conducted to determine the specifications and control around the location of the circuit wire under the electrode ring. A setup piece of the same item was drilled, and the locations of the holes were measured on toolmaker's microscope, due for calibration in 2008. The nominal spacing is 7mm. The measured spacing for 19 holes was 6.999mm avg, .018mm std. Dev. The ring is intended to be approximately centered over the hole. However, because the ring is opaque it is not possible to exactly center the ring over the hole. The electrode spacing tolerance is 5mm+/-1mm, which could allow the hole to be near the edge of the ring. The process requirement is only that if a wire is exposed at the edge of the ring, it is to be tucked under the ring. Based on this review of the process, a distance of approximately .008" from the edge of the ring to the edge of the hole would be considered acceptable, and a fairly normal process output. Based on all of the above, the exact root cause for the tip being partially broken is unknown. The trackwise database was queried for any other complaints for this lot number, and for any other complaints of tip breakage for the modular electrode product group. This is the only complaint reported to date for this manufacturing lot number. This is the only complaint of tip breakage reported for the modular electrode product group for the period of march, 2004 to the present. The product was 100% electrical tested at mpa298 during manufacturing, 100% electrical tested at mpa299 during manufacturing and 100% electrical inspected and tested at qc. The pre-shapened curve is inspected 100% at mpa299, sampled at qc and verified at verified product. No corrective action, isolated occurrence.